Event description:
Unable to speak with pt, this senior medical affairs specialist sent a letter to the pt and reviewed the customer care advocate's (cca's) documentation. The pt alleged that despite inserting a new battery, the one touch ultra would not turn on. Reportedly, five minutes after the alleged issue the morning of early 2009, the pt became shaky. The pt, whose regime is diet and exercise, reportedly took no action. The pt's meter and strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.